Event description:
A technician reported a case of dryness, two months post bilateral lasik procedure. Rptr also noted pt experienced loss of best corrected visual acuity, and blurry vision. Topical steroid dosage was increased, to address the reported issue. Upon add'l f/u, rptr informed pt was seen recently; four months post surgery, and the dryness was better and the pt was seeing well. Rptr noted that the pt did not present any complaints, at the recent post-op visit. There are two medical device reports associated with this event. This report reference the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).